Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-uni-celect. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: investigation of the returned product shows that only the originally placed celect filter is returned. Two of the secondary filter legs were crossed/entangled within each other. Based on the returned images from the CT, we agree that it seems like two of the secondary legs perforated the vena cava wall. Filter perforation of the vena cava wall is a well known risk. Several case reports published in articles, describe filter perforation of the vena cava wall. Despite perforation they all end up in successful filter retrieval. Nothing indicates that the filter is not manufactured within specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: after filter was deployed, penetration of the cava was noted and follow up images were taken to confirm. The filter was removed and another, same lot number was used successfully. There was no filter related complications to the patient. Ivc filter was removed using cook filter set gtrs-200-rb. No complications post removal. Patient outcome: stable, no filter related complications.